Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant/explant date: device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during surgery the depth gauge for a small fragment locking set was found to be inaccurate by 4-6 mm; the surgeon found that the screws were significantly longer than what he measured each time. The surgeon opened another manufacturer¿s instrument tray which was reported to have worked correctly; there was a 4 minute delay in surgery. There was no negative impact to the patient. This is report 1 of 1 for (B)(4).